Event description:
It was reported that the patient had increased tone and a slight fluid accumulation at the pump pocket site. Exploratory surgery was planned for (B)(6) 2014 to confirm the catheter connection. The device system was delivering lioresal. It was later reported that exploratory surgery was performed. There was fluid accumulation of approximately 30-40 ml of serosanguineous fluid noted to be pouring from the pocket as soon as the incision was completed into the pump pocket. The fluid was sent for immediate gram stain; the result was ¿negative.¿ aspiration of the pump contents matched the expected volume. The catheter access procedure was performed with positive myelogram noted and visualization of contrast medium escaping from the catheter tip. A cat scan was performed post op and a possible collection of contrast was noted near the midline entrance point of the catheter. Another follow up cat scan was to be performed to compare. The neurologist was aware and had been discussing the patient¿s care with the primary neurosurgeon. They were discussing the likelihood of performing a catheter change in the near future. To this reporter¿s knowledge everything was currently okay with the patient and he was receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).